Manufacturer narrative:
Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the returned device consists of an embold fibered with the delivery wire inserted in the delivery sheath and the perforations intact and the coil separated from the delivery system. Visual examination revealed a stretched and detached coil. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as cause linked to device but unable to trace more specifically.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the coil would not advance through the sheath. A 4x15 embold fibered coil was selected for an embolization procedure. During the procedure, the coil would not advance through the sheath and kept getting stuck. Several attempts, to advance the coil, were made but none were successful. The coil was removed from the patient. An alternate device was used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed the coil detached and separated from the delivery system.